Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed skin breakdown where the implant had eroded through the skin, exposing the receiver/stimulator, and an infection at the implant site. The patient was treated with oral and topical antibiotics (specific dates and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.